Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Aseptic loosening fo asr cup. Surgeon explanted cup and head while also explanting srom stem for better exposure. Revised with pinnacle and new srom stem. Update 09 mar 2015: der rec'd. Asr revision reported by sales rep. Right . ((B)(4)). Update rec'd 4/15/2015- medical records received. Patient was revised to address pain and elevated metal ion levels. Upon revision, metallosis, cloudy yellow fluid, metal staining, a thickened rind, necrotic tissue, corrosion on the trunnion, bone loss in the acetabulum, and an anteverted and abducted acetabular cup were noted. The femoral head, sleeve and stem are now being reported. This complaint was updated on 04/22/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.